Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was noted that the patient's trial started on (B)(6) 2023. It was reported that the patient is itchy. The issue is ongoing. On (B)(6) 2023, the patient reported the device came out when changing a bandage on their own and they stated that the battery pack and wires all came off their back. The patient was advised to contact the clinician's office. On (B)(6) 2023, the patient called with their mother on the line to report that while doing the trial, they determined after looking at "the logs" that using the therapy was the patient's best shot at having a normal life. However, during their trial on saturday, (B)(6) 2023, the entire belt "and everything" fell off of the patient. The patient's parent said it was because the patient had been perspiring but the patient stated they never got anything wet. The patient stated the bandage just started coming off, that they didn't know what happened and that they were confused, but it all just came off. During the call an attempt was made to clarify if the actual lead had come out or if just a cable had disconnected, and the patient had stated at one point the cable disconnected, but then they said that "all of it," came off their body and nothing was left behind. Initially the patient stated they had a total of three or four surgeries, but it was later clarified that the patient had just two surgeries, the trial procedure (which had been not quite a week ago) and the permanent implant procedure on (B)(6) 2023.